Manufacturer narrative:
Other text: returned device was received in damaged physical condition the front and rear housing are cracked. During the evaluation of the device, the device powered up and immediately alarmed ec 1720. The back-up capacitor was replaced which resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy plus pump produced error code 1720. No patient injury or complications were reported in relation to this event.